Event description:
As part of a clinical study, intuitive surgical, inc. (Isi) received information regarding a patient who underwent an ion endoluminal lug biopsy procedure. It was reported that the patient experienced a pneumothorax that required chest tube placement and hospitalization. On 10-dec-2020, intuitive surgical, inc. (Isi) received the following additional information regarding the reported event from the physician: the ion endoluminal lung biopsy procedure was recorded on video. No malfunction of an ion system, instrument, or accessory occurred. The pneumothorax was identified post-procedurally with imaging. The size of the pneumothorax was described as moderate and reportedly increased in size. The patient complained of chest pain and shortness of breath (sob). The physician does not believe an ion product caused or contributed to the pneumothorax. It was reported stated that the pneumothorax would have likely occurred regardless of procedure modality. The patient was hospitalized for 1 day before being discharged. The cause of the procedural complication is unknown.

Manufacturer narrative:
As part of a clinical study, intuitive surgical, inc. (Isi) received information regarding a patient who underwent an ion endoluminal lug biopsy procedure. It was reported that the patient experienced a pneumothorax that required chest tube placement and hospitalization. Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. On 10-dec-2020, intuitive surgical, inc. (Isi) received the following additional information regarding the reported event from the physician: the ion endoluminal lung biopsy procedure was recorded on video. The pneumothorax was identified with imaging post-procedurally. The size of the pneumothorax was "moderate" and reportedly grew over time. The patient had symptoms of chest pain and shortness of breath (sob). The physician does not believe an ion product caused or contributed to the pneumothorax. He explained that the pneumothorax would have likely occurred regardless of procedure modality. The patient was hospitalized for 1 day and was discharged with diagnosis. As of 10-dec-2020, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. As of 10-dec-2020, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. This complaint is being reported due to the following conclusion: the pneumothorax was identified with imaging post-procedurally. The size of the pneumothorax was "moderate" and reportedly grew over time. The patient had symptoms of chest pain and shortness of breath (sob). The patient was hospitalized for 1 day and was discharged with diagnosis. At this time, the complaint investigation has been completed and this record will be closed. If additional information related to this complaint is obtained, the record will be re-opened for further evaluation.